Manufacturer narrative:
Manufacturer's comment: super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of multiple sclerosis in a (B)(6) male patient who received super poligrip free denture adhesive cream (formulation number (B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip free cream (dental). At an unk time after starting super poligrip free cream, the patient experienced multiple sclerosis, walking difficulty, inability to speak clearly and drug maladministration. The patient stated that when he first got dentures, he used "a lot of the adhesive" but now he uses it twice daily. This case was assessed as medically serious by gsk. Treatment with super poligrip free cream was continued. At the time of reporting, the events were unresolved. The patient spontaneously reported to the initial representative the diagnosis of multiple sclerosis. He had seen a television report on the news about super poligrip. No additional information available at this time.